Event description:
It was reported that when the ventilator was being set-up for training, it would not initiate ventilation and all led's were blinking on and off when it was powered on. The ventilator would not power down and had a constant audible alarm. The ventilator was not connected to a patient when the reported problem occurred.